Manufacturer narrative:
According to the report, the stent was placed to fistula, which corresponds to a bending part. And the patient had already biliary leakage and left drain tube in the left and right chest cavity. After 3 days, bleeding had confirmed from the patient's drain tube. After that, the patient died from a hemorrhagic shock. Also, according to CT after death, it was observed that the stent mouth side was in contact with the aorta. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information such as photos of the product. This device is esophageal stent, which is used for maintaining esophageal luminal patency in malignant strictures. However, it is considered that the stent has been inserted into the fistula of anastomotic leakage after esophagojejunostomy unlike the original purpose of use. It is stated on user manual in order to prevent these problems as follows: indication for use: the niti-s comvi esophageal stent is intended for maintaining esophageal luminal patency in malignant strictures. Contraindication: any use other than those specifically outlined under indications for use. Although the fistula corresponds to a bending part, it was not stenosis and, the stent was affected by peristalsis of organs and so on; therefore, the migration has occurred. In addition, after esophagojejunostomy, left drain tube in the left and right chest cavity to remove that the patient had already biliary leakage. However, based on the physician's view, "the inside of the thoracic cavity likewise had a leak of bile as well as a drain tube was left on both sides, so the cause of death is unknown." Therefore, although the stent was migration and the stent mouth side was in contact with the aorta, it is unclear how the stent would have affected the patient because the bleeding site was difficult to guess because the drain tube was away from its original position and autopsy was not performed. Also, since the stent is inside the patient's body, it cannot be returned and it is difficult to analyze the exact cause. Our company's user manual was specified as "follow": potential complications: potential complications associated with the use of niti-s & comvi esophageal stent may include, but are not limited to: stent misplacement or migration, bleeding. The customer complaint was not used for the intended use purpose of the device, and it is hard to specify that the use of stent is associated with migration and bleeding and death. This device has been registered in USA but, this case has occurred in (B)(6). There will be continued to monitor the same or similar customer complaints.

Event description:
On (B)(6) 2018: est1812f was placed to fistula of anastomotic leakage after esophagojejunostomy. The fistula corresponds to a bending part. The patient had already biliary leakage and left drain tube in the left and right chest cavity. On (B)(6) 2018: bleeding had confirmed from the patient's drain tube. After that, the patient died from a hemorrhagic shock. Date of unknown: according to CT after death, the stent was found to be migrated to intestinal side. The mouth side of the stent was in the thoracic cavity, and in contact with the aorta. Physician's view: according to CT after death, however, the stent mouth side was in contact with the aorta; the inside of the thoracic cavity likewise had a leak of bile as well as a drain tube was left on both sides, so the cause of death is unknown. The autopsy of the patient was not performed.